Event description:
The therapist following appropriate intructions for use, noticed ink on her gloves, upon inspection of the ampule discovered the ink had come out from a small break in the ampule glass was sticking out of the outer plastic casing.it came to the attention of the staff the packaging is labeled rt-3105 product inside of the packaging is rt-3100.